Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12527. It was reported the patient was unable to set their device into MRI mode. A company representative met with the patient and they did not feel paresthesia when the amplitude was turned up. X-rays confirmed the leads were coiled around the ipg. Surgical intervention took place where the left s1 lead was explanted and replaced. The right s1 lead was repositioned. Effective therapy was established.